Event description:
It was reported that during a surgical procedure at the user facility the navigation pin was stuck too deep into the fibula. The procedure was completed successfully without a clinically significant delay; or medical intervention. It was further reported that a symptom like peroneal paralysis was observed after the procedure. Attempts are being made to obtain additional information from the user facility.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results. Discarded by customer.

Event description:
It was reported that during a surgical procedure at the user facility the navigation pin was stuck too deep into the fibula. The procedure was completed successfully without a clinically significant delay; or medical intervention. It was further reported that a symptom like peroneal paralysis was observed after the procedure. Attempts are being made to obtain additional information from the user facility.